Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the service report, (B)(4) was contaminated with liquid. Based on received information the part was repaired by hospital engineer; however, the details remain unknown. The ventilator passed all functional and safety tests and was cleared for clinical use. The pcb was not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid entered the ventilator and what kind of liquid it was. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to environment conditions. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).